Event description:
The customer reported that the device jammed during an lavh. There was no patient injury. No further information is available from the site regarding the incident.

Manufacturer narrative:
(B)(4). The jaws of the incident device were not stuck shut. The handle was latched and unlatched ten times with no problem. The knife moved smoothly along the knife track when triggered. The device was activated on simulated tissue with acceptable results and no sticking was observed. Covidien could not confirm the customer's report.